Event description:
Customer's parent called lfs in 6/02 alleging the meter's display was missing segments. This issue remained unresolved with troubleshooting. Customer obtained two readings of 450 mg/dl then 363 mg/dl. Customer unsure if readings were accurate. Customer went to ER and on their meter, the reading was 394 mg/dl, and was treated with IV insulin and released 6 hours later. Meter was replaced.